Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888107, gd887034 and gd886135 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(4) of a hand injury, a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced a hand injury. It was not reported whether the patient was hospitalized. Treatment for the hand injury was not reported. On an unreported date, the patient experienced a break in aseptic technique, further described as patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis which resulted in hospitalization on the same day. The cause of the peritonitis was the result of the hand injury or break in aseptic technique. Treatment for the break in aseptic technique and peritonitis was not reported. The patient was recovering from the peritonitis. The outcome for the hand injury and the break in aseptic technique was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was unrelated to dianeal therapy, but did not comment on the event of the hand injury or the break in aseptic technique.